Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient required long-term intravenous therapy, so medical staff inserted an IV catheter. At 9:18 am on (B )(6) 2025, the nurse successfully inserted the IV catheter into the patient's vein. While preparing to initiate the infusion, the nurse performed a pre-fill test on the catheter and detected leakage. The catheter was immediately discarded, and a new one was inserted. The infusion was subsequently completed without incident.

Manufacturer narrative:
Correction: (d) lot # is unknown. Investigation results: a complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. Based on the limited information received from the customer, following multiple attempts, risk documentation could not be reviewed appropriately; based on the customer¿s description with no failure issue identified it is difficult to deduce a defect on which they are reporting and connect it to a failure mode in the risk management documentation. The outcome of harm described of leakage is assessed at multiple points in the rmf. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
No additional information.